Manufacturer narrative:
According to the radiometer investigations, the product did not fail to meet it specifications and worked as intended. Cleaning of the actual measuring chamber with protein remover on a cotton stick is recommended.

Manufacturer narrative:
During review of MDR fu1 submitted on 15may2023, it was found that date of manufacturer was missing. Finding this date required manual look-up and it is now added.

Event description:
According to the complaint, on (B)(6) 2023, the customer when using an abl800 analyzer (B)(4), experienced that multiple results were considered erroneous. Specifically, an incorrect ph measurement result caused an unnecessary intubation on an unconscious patient: discrepant measurement result on (B)(6) 2023 at 01.11h: ph 7.07. Comparison measurement result on (B)(6) 2023 at 03.36h and 06.10h: ph 7.35. The ph result of 7.07 is considered false low by customer.